Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed error 67 indicating a vbuck boost over under voltage condition, occurring multiple times within a short period and recurring after several days without charging, which resolved with consistent daily charging. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued device use after user education. Investigation included customer interview and troubleshooting with user education on charging practices. Investigation of this case revealed the device operated as expected when appropriately charged and that the alert ceased with proper charging behavior. It was concluded that the event was related to device power management consistent with under-voltage conditions due to infrequent charging rather than a device malfunction.